Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, it was determined that the electrode array was not in the cochlea. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery was performed on (B)(6) 2016, to re-insert the electrode array into the cochlea. The surgery was successful and the implanted device remains. This report is submitted january 13, 2017.